Manufacturer narrative:
There was no device available for evaluation. Product history records could not be reviewed because the reporter did not provide a lot # or any identification traceable to the manufacturing documentation. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined at this time. If further information is acquired that adds value to the content of this report and/or a valid conclusion can be drawn, a follow-up report will be sent.

Event description:
Twist drill broke off in the patient's right symphysis of the mandible. The broken portion was left in the patient's mandible and was unable to be retrieved. A secondary surgery will not be performed to remove the broken portion. Surgeon was using a stryker 2 cordless drill in conjunction with the kls martin twist drill.